Manufacturer narrative:
Conclusion - investigation concluded two probable causes: (1) end user familiar with the product, (2) lubricity of the product. Corrective actions shall be implemented as required. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the epiphany injectors from lot #1306680 had been injecting the lenses sideways into the patients' eyes. There was no damage to the lenses. The lenses were implanted and remain implanted. The surgeon had to increase the wound size and insert the injector further into the eye to implant the lenses. There was no patient injury related to this event. The reporter indicated they felt the injectors from this lot may be defective.